Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. Although the customer reported there is no change in unit of measure, the meter could be exhibiting signs of the memory overwrite malfunction. Customer also reported not able to test her blood glucose due to error message and gave herself too much insulin dosage. Customer reported she was ¿close to passing out¿ and went to (B)(6) hospital where she received unk treatment.

Manufacturer narrative:
(B)(4). The customer¿s product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.